Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was stable. It was further reported that the balloon was initially inflated at 10 atmospheres but ruptured on the second inflation at 12 atmospheres.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Visual inspection revealed an 8mm longitudinal tear in the shaft 1mm proximal from the proximal waist of the balloon. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. There was blood in the hub, inflation and guidewire lumen, and the balloon. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was stable. It was further reported that the balloon was initially inflated at 10 atmospheres but ruptured on the second inflation at 12 atmospheres.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1:(B)(6). E1: initial reporter phone: (B)(6).